Event description:
Procedure: laparoscopic gastric sleeve resection surgery for morbid obesity. According to the reporter: on or about (B)(6) 2011, the pt underwent laparoscopic gastric sleeve resection surgery for morbid obesity at (B)(6) hospital; (B)(6). As part of the surgical procedure performed, the surgeon transected the stomach using a stapling device and staples designed, manufactured, and sold by (B)(4). On (B)(6) 2011, the pt had a sudden onset of epigastric pain associated with fever and chills. An upper gi demonstrated a leak from the previous staple line and this finding was confirmed by CT scan. The pt was taken into the operating room where the surgeon performed a diagnostic laparoscopy. As a result of the leakage from her staple line, the pt developed massive multiple infections and other complications requiring extended hospitalizations and surgeries.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: (B)(4) 2012.